Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Blood glucose value was 76 mg/dl. The customer did not have a new battery to insert. Customer was advised to replace the battery as soon as possible and call back if alarm reoccurs.